Manufacturer narrative:
Date article accepted: june 10 2015 com: 50190 circ cardiovasc interv is available at http://circinterventions.ahajournals.org doi: 10.1161/circinterventions.115.002592.

Event description:
Patients were enrolled in a comparison study between ivus-guided group and the angio-guided group. Four hundred two patients in total (each with a single cto) were enrolled and randomized to treatment after successful guide wire-crossing of the cto lesion. Two hundred & one patients treated with resolute drug-eluting stents. After pci, dual antiplatelet therapy with aspirin (100 mg) and clopidogrel (75 mg) qd was used for at least 12 months. In the absence of contraindications, the use of statins and &#946;-blockers was strongly recommended. It is reported that approximately 12 months post pci, some patients suffered mi, cardiac death,stent edge dissection,stent thrombosis, revascularization and incomplete stent apposition was identified as one or more stent struts clearly separated from the vessel wall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.